Event description:
It was reported via repair work order that the foot section would not latch due to the latch being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.